Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported that the system would not activate subtraction. This is a loss of cine function. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue patient delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There was no patient injury or death reported.